Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. Post-op, the drain was found with a damaged part at the tubing site. Leakage was found. The nurse used plastic tape to wrap around the tubing. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4) to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the lot number? Our failure analysis lab received an extra product with reference to this complaint, it was received: product code: 2160 product lot #/batch: unk. 1. Could you please clarify if extra device belongs to this complaint? 2. If not, could you please clarify if the extra received products belong to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: complaint sample review : one complaint sample drain without any trocar was received for evaluation, product was inspected visually below were detailed observation: 1. Trocar was missing from the sample. 2. There was a tape sticked on the tubing area of the drain. 3. While untaped the drain a deep cut was found on the drain. As per standard practice, 100% functional test and 100% visual inspection was carried out, before and after packing of finished goods, prior to the product release. There was no scope to miss such defect, at manufacturing / release stage. Due to the damages found on the device the defect was observed. The assignable cause for the condition is not related to the manufacturing process within manufacturing control. Documents review : not applicable, as lot number of the complaint was unknown, hence, batch history review was not performed. Retention sample review : not applicable, as lot number of the complaint was unknown, hence, retention sample review was not performed. Review of defective sample's image / video : not applicable, as there was no complaint sample image / video received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: 1. Could you please clarify if extra device (product code 2160) belongs to this complaint? [Ans: the device 2160 was used with 2229 in this complaint.] 3. If the device was not reported before, please provide more details of device malfunction. [Ans: device 2160 has shown no malfunction and functional to be used with device 2229. Only device 2229 was found to have a leakage point due to damage part at the tubing site.] 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. [Ans: device 2160 doesn't belong to any complaint, please discard it. (Not required to be returned).]